Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Litigation received. Alleged that "the defendants' defective hip replacement system implanted did not function safely and had to be removed due to design and/or manufacturing flaws or defects." Update: pfs alleges pain. After review of the medical records for MDR reportability, the revision operative note indicated wear debris. Update upon review of the medical records, the patient was revised to address failed right total hip replacement. Revision note reported lysis. Update ppf alleges pseudotumor, dislocation, metallosis and elevated metal ions. Doi: (B)(6) 2002, dor: (B)(6) 2013, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.